Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This malfunction was previously addressed in the u.s. Through the device correction. (B)(4)

Event description:
The customer reported that the spring arm broke when the lighthead was manipulated by the operating team during a surgery. The lighthead remained suspended to the wires, and no injuries were reported. (B)(4).